Manufacturer narrative:
Block h6: device code a0402 captures the reportable issue of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Microscopic inspection was done and found the balloon had a pinhole, which does not confirm the reported event of balloon burst. The pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the distal section on the body of the balloon. It is possible that factors encountered during the procedure, such as the interaction with scope with any surface during the procedure could create friction, caused the balloon pinhole, which was perceived as a burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during a gastrointestinal dilatation procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during a gastrointestinal dilatation procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.